Event description:
During service, the baxter repair technician reported depleted batteries. The hospital representative stated that there were no reports of any pt incident involving this pump since the last baxter service event. No additional information is known.